Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn (B)(6)) is switching off constantly by itself during set up was confirmed during functional testing. The root cause for the reported complaint is a failure of the power supply, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in sept. 2015 and is over 9 years old. During initial functional testing, the thermogard xp ivtm system was switching off constantly by itself, thus confirming the reported complaint. The power supply assembly was replaced to remedy the issue. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) is switching off constantly by itself during set up. The customer took another system for therapy. No patient involvement.